Event description:
It was reported that this implantable lead was part of a system revision due to infection. The system will be sent for pathology and nothing will be returned. There were no no additional adverse patient effects reported. The implantable lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.